Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The pads were returned for evaluation following a report that the device could not progress past analysis. Upon inspection, the pads were found to be opened, used, but in fair condition. Functional testing was performed using a known good multifunction cable (mfc), CPR adapter, test defibrillator, and simulator, during which the pads successfully analyzed multiple cardiac rhythms and operated as intended. No device logs were available as part of the investigation. Based on the results of the evaluation, no fault could be found. The pads were scrapped. No trend is associated with reports of this type.